Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 60.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis competed on (B)(4) 2014. It was reported that crossing difficulties occurred. A 2.75mm x 16mm liberté stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.